Event description:
It was reported that during preparation of a 3.5 x 38 mm xience xpedition stent delivery system, after removal of the protective sheath, the stent was found with the distal end of the stent located in the middle of the balloon. The proximal end of the stent was bunched up at the proximal end of the balloon. There was no reported resistance or other issues removing the protective sheath or stylet. The device was not used. Another same size xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed however the loose stent was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.